Event description:
It was reported that during a pt rescue, the device was attached to the pt and would not advance past the "call for help" voice prompts. The device had the charge-pak and attention icons visible prior to the event and also as the device was attached to the pt. The facility staff was able to bring in another device for the pt after an approximate 2-3 minute delay. The pt did not survive.

Manufacturer narrative:
The device is not currently available for inspection by physio-control. The device has not been returned to physio-control for investigation. The root cause of the reported failure cannot be determined. A clinical review of the reported event determined that the device use may have contributed to the pt's death based on defibrillation being needed, but was delayed greater than 30 seconds. Also, the charge-pak and attention icons were present prior to the event, but the user failed to replace the charge-pak or remove the device from service.